Manufacturer narrative:
H3: upon review of the available information, there is no evidence that this is a device related problem and there is no allegation against the device. Implantation of a total joint could result pain, infection, or instability of total joint hardware. The most likely cause of the reported event is the patient¿s activity and the surgeon¿s choice of initial implant.

Event description:
It was reported a male patient, initial right shoulder implanted on (B)(6) 2020, underwent a stage 1 revision procedure on (B)(6) 2023, approximately 3 years post the initial procedure. The patient was revised due to post-traumatic instability which was developed due to a rupture of the pcr. After opening the shoulder, the poly was found disassociated from the pegs of the cage glenoid. Everything was removed and a cement spacer was inserted. There were no device breakages or surgical delays during the procedure. The patient was last known to be in stable condition following the event. No device images or x-rays were available. The devices are not available for return as the hospital disposed of them. No further information.

Manufacturer narrative:
D10: concomitants: (B)(6), 300-10-15, equinoxe replicator plate 1.5mm o/s. (B)(6), 300-20-02, equinox square torque define screw drive kit. (B)(6), 300-30-11, equinoxe preserve stem 11mm. (B)(6), 310-01-47, equinoxe, humeral head short, 47mm (beta). Additional information, including the product investigation, will be submitted within 30 days of receipt.